Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was removed from safety core and returned to primary operation. A review of the device memory noted 1 fault for a shock lead shorted and 3 oscillator mismatch fault codes. Interrogation with a programmer noted a short circuit warning. Manual painless shock lead impedance measurements returned normal values. A commanded 2 joule shock recorded a charge timeout. X-ray images of the device revealed the plasma fuse was open. Analysis confirmed the device failure was due to delivering a shock into a shorted lead.

Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was recovering in the intensive care unit (ICU) after undergoing an unrelated medical procedure. When the device was checked the following morning, it was in safety mode due to a charge fault that was detected. It was also reported that patient received a shock from the device the night before the device went to safety mode. The device was explanted and replaced. The right ventricular (rv) defibrillation lead was also surgically abandoned as the physician was suspicious that the charge fault was due to the lead. A new rv lead was successfully placed. To date, there have been no adverse patient effects reported.

Event description:
--